Event description:
Smith & nephew, inc., endoscopy division received a report that the surgeon experienced difficulty with the use of a biorci driver during more then one surgical procedure. It was reported that the biorci driver was not engaging completely with the biorci screws. Two out of five of the biorci screws broke. A back up device was used to complete the procedure.